Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system could not start up. Upon troubleshooting, the fse found that the data monitor was black because the host pc failed to boot up. The fse determined that the cause might be poor contact of the graphics card. To resolve the issue, the fse cleaned and reinstalled the gold contacts of the host pc's graphics card. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.